Event description:
It was reported to medtronic minimed that the customer reported a critical pump error (open book image) alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and it was explained the pump performs safety checks and an error was found. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm and pump error 131 alarm (file number: 121 line number: 654) confirmed in the formatted history file on 01/29/2026 10:12:05.000 and 01/29/2026 10:22:00.000. Pump error 131 alarm (file number: 121 line number: 654) was generated on main mcu since it did not receive rtc interrupt from motor mcu- suspecting the hw. This is the fatal alarm that will cause an 'open-book'. In further review of the formatted history file 2 days from the event date of 29-jan-2026, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 01/29/2026 10:18:59.000. 01/29/2026 10:47:04.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Lostsensor1alert (780) was found on: 01/28/2026 22:11:00.000, 01/28/2026 22:21:00.000. Unable to test for lost sensor alert due to critical pump error (open book image) alarm. Lost sensor alert was unknown. There was no pump error 31 alarm recorded in the formatted history file. Also, unable to test for pump error 31 alarm due to critical pump error (open book image) alarm. Pump error 31 alarm was unknown. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.44 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label missing. Unable to test for pump error 31 alarm and perform the required testing due to critical pump error (open book image) alarm. Pump error 31 alarm (no current code/category) was unknown. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 131 alarm (file number: 121 line number: 654). Pump error 131 alarm (file number: 121 line number: 654), suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.